Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
(B)(4). Received 1 used foley catheter. Visual inspection noted that the catheter had been cut into two separate pieces near the balloon. The proximal section of the catheter was not returned. Further inspection noted a cuff roll on the balloon and the top of the catheter seemed to be cut unable to perform any functional test due to the condition of the returned partial catheter. The reported event was confirmed with an unknown root cause. The lot number is unknown therefore a device history record could not be reviewed.

Event description:
It was reported that the patient experienced pain upon removal, and even though the balloon was completely deflated, a ring remained on the catheter and is causing pain. The catheter was placed transurethrally on (B)(6) 2015 and indwelling less than 24 hours. The catheter was placed to obtain accurate input and output from the patient. It was inflated with 10 ml sterile water and regular irrigation was not performed. No sutures were used to anchor the catheter in the patient, nor was any traction used. The catheter was not clamped off at any time, nor was the patient pulling or tugging on the catheter. No additional tests were performed. The patient has been discharged.